Manufacturer narrative:
In response to FDA report number: mw5099193. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency right side "recalled device was implanted after the recall", "swollen lymph nodes under armpit", "lesions/sores", "pain", and "lump in breast." Patient additionally reported via regulatory agency "respiratory/bronchitis-like issues with chronic mucus"; this is not device related. Device remains implanted.